Manufacturer narrative:
Ithe patient was the initial reporter, so personal information was not entered.

Event description:
The customer ran consecutive blood glucose tests on 2 contour next link meters. One meter read 100, 69 and 79, the second meter read 259 and 246mg/dl. The differences between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips meters were sent to the customer.